Event description:
It was reported that during the implant attempt, the lead was repositioned four times. It was further reported that due to multiple repositioning attempts, the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received reported a patient alert occurred due to oversensing. A chest xray noted atrial and ventricular lead displacement due to twiddlers syndrome. The device remains in use and the leads were removed. During the lead replacement procedure, poor ventricular thresholds were obtained and the lead was not used due to lead length. Additional information noted that the second lead attempted, which was previously noted as having repositioning difficulties also had poor r waves. The leads were successfully replaced and no patient complications have been reported as a result of this event. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.